Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2017. The patient stated that they were at the doctor's office and the cgm was showing 98mg/dl and passed out. Their bg was checked and was 52mg/dl. Additionally, the patient reported that they wear an insulin pump and that they are never near to the readings, so they have to use a bg meter to tell them how much insulin to use. The date of the doctor visit is unknown. The patient declined to provide further information. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.